Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels ranging between 369 mg/dl- 434mg/dl, and was not sure what was causing them. The customer indicated that their bg levels started to drop, after they performed a system check and changed out the infusion site. The customer also indicated that they increased basal rates, and their mother assisted them with a pen injection. The customer's bg levels got as low as 32mg/dl, after the pen injection. At that point, the customer drank 3 juice boxes, through the evening to bring bg levels back to target. System check was performed with tandem technical support and it was determined that the pump performed as intended.